Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to deliver the programmed amount (medication, programmed amount and delivery rate unknown). Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). Further investigation has determined that the processor printed circuit board and the serial number in the reported pump were originally installed into another spectrum pump. The processor printed circuit board and thus the associated internally-programmed serial number (B)(4) were originally installed into the spectrum pump with corresponding external serial number (B)(4). The pump with external serial number (B)(4) was previously removed from use by baxter due to customer tampering (reference manufacturer report number 1314492-2015-07010).